Manufacturer narrative:
Evaluation summary: (B)(4). Upon receiving, the catheter was visually inspected and it was found that the tip peek housing transition is cracked with internal parts visualized and not sticking out and also reddish brown material found inside the area. It is unknown how this condition was generated therefore an internal corrective action has been opened to investigate issue. Per the complaint, the catheter was tested for deflection and the catheter failed. Afterwards, the catheter was dissected and it was noticed that the t bar slid down from its place. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a deflection issue has been verified. An internal corrective action has been opened to investigate the t bar issue. Also a separate internal corrective action has been opened to investigate the peek housing issue on smart touch families. An internal investigation has been opened to address the puller wire issues at handle for bidirectional families.

Event description:
It was reported that while performing an ablation procedure with a smarttouch bidirectional catheter, the complaint device was said to have experienced non-MDR reportable deflection issues. The procedure was completed with no patient consequence. The bwi failure analysis lab (fal) received the device for evaluation and discovered that the peek housing was cracked open, and internal parts were exposed. Due to the compromised integrity of this catheter, exposed internal metal components, this event is MDR reportable. The awareness date was reset to (B)(4) 2014 for this complaint, the date of the fall lab discovery.